Event description:
A center director reported that a patient who underwent bilateral lasik was diagnosed with diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The patient had no visual complaints. The topical steroid drops were increased. The event resolved within six days. No further information is expected. There are two related reports for this patient. This report addresses the patient's right eye. Another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).